Event description:
It was reported that this brady lead was not successfully implanted at left bundle branch due to lead fracture. A new lead was implanted. This lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. An x-ray was obtained and revealed that the helix was in a slightly retracted position and had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that this brady lead was not successfully implanted at left bundle branch due to lead fracture. A new lead was implanted. This lead will be returned for analysis. No adverse patient effects were reported.